Event description:
It was reported there was sensing difficulty. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported since the lead portion was capped.